Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an event of ¿air flows back into the side port¿ occurred. It was initially reported that during the procedure, while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the sheath was not visible, and the distal pole was black on carto® 3 system even though there was plenty of matrix built. The procedure was completed without visualizing the sheath. Also, during the procedure when the catheter was being switched, it was noticed that bubbles and blood were being introduced into the sheath without anything in the sheath. The procedure was completed without patient consequence. The observed visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. On december 23, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation. The initial visual inspection of the product revealed that there was red coloring inside the hub.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an event of ¿air flows back into the side port¿ occurred. It was initially reported that during the procedure, while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the sheath was not visible, and the distal pole was black on carto® 3 system even though there was plenty of matrix built. The procedure was completed without visualizing the sheath. Also, during the procedure when the catheter was being switched, it was noticed that bubbles and blood were being introduced into the sheath without anything in the sheath. The procedure was completed without patient consequence. The device was visually inspected, and the catheter was found with red coloring inside the hub. A second visual inspection was performed, and it was found in good normal condition. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A patency test was performed, and it passed. A manufacturing record evaluation was performed for the finished device 00001117 number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).